Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the power module assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. The customer advised that when they attempted to power the device, the display would start to light, but the device would beep twice and then power back on. There was no patient use associated with the reported event.